Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis (characterized by abdominal pain) on (B)(6) 2024. The patient¿s pd nurse reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event. The patient continues pd with the same cycler.

Manufacturer narrative:
Clinical review: temporal relationship exists between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. Currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is well documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. Plant investigation: sample was not returned to the manufacturer and lot number was not provided. Manufacturing review was performed on the products shipped for the three month time frame which preceded the event date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A physical evaluation could not be performed, definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.